Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's ins was not holding a charge. The ins was discharged and they wanted to get an MRI. The patient isn't using their stimulation anymore due to charging issues. It was reviewed that the patient could charge the ins to put the device into MRI mode. The caller indicated that they have evidence that the patient is full body eligible. No further complications were reported or anticipated. No symptoms were reported.